Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. It is possible excess force was applied causing it to break. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Sales rep reported during an acl procedure, the distal end of the customer's sheath inserter broke off. The surgeon was able to retrieve the fragment which only took a few minutes. There were no patient consequences. The device was discarded by the customer.